Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a routine follow-up session for a patient implanted with an evoke spinal cord stimulation (scs) system, the patient reported a change in stimulation. An x-ray was taken and revealed lead migration. During the revision, it was identified that the active anchor did not fixate the lead in place. The lead and anchor were replaced. The patient was programmed into closed loop with adequate therapy post-operation.

Manufacturer narrative:
The anchor was returned for analysis and passed functional testing without noted failure. Since the anchor performed as intended during analysis, the cause of the event as reported could not be definitively determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a routine follow-up session for a patient implanted with an evoke spinal cord stimulation (scs) system, the patient reported a change in stimulation. An x-ray was taken and revealed lead migration. During the revision, it was identified that the active anchor did not fixate the lead in place. The lead and anchor were replaced. The patient was programmed into closed loop with adequate therapy post-operation.